Event description:
A hospital reported an incident involving an mr250 manual feed adult humidification chamber to a fisher & paykel healthcare ('fph') clinical product specialist as follows: in 2009, respiratory therapist ('rts') attending to a patient when receiving treatment for h1n1 influenza were alerted when the ventilator connected to the equipment set-up alarmed. The rts observed water on the floor and noticed that a portion of the mr250 chamber with another ventilator. The patient had undergone treatment on a high frequency ventilator/oscillator for approximately 3 days at the time of the incident. The hospital advised fph that following the leak in the mr250 chamber, the patient's mean airway pressure dropped. This decrease in pressure allegedly caused the patient's blood oxygen level to fall. Consequently, the fio2 setting was increased to 1.0. Fph is advised that the patient's condition has stabilized since the incident.

Manufacturer narrative:
We have been advised that in view of possible contamination risks associated with the complaint mr250 chamber, the device will not be returned to MFR for inspection and/or testing. At this stage, it is possible fph central may receive additional information that will further assist in a root cause analysis. We have carried out a lot check which has indicated no other complaints of this nature in respect of the mr250 chamber. We will submit our final report following receipt of additional information and completion of our analysis.